Event description:
It was reported that the lead was attempted to pace the his bundle but not used due to the inability to capture. A different lead was used to implant successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).